Manufacturer narrative:
One opened handpiece injector was returned for evaluation for the report of heavy resistance and injector scratching the lens. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger head is bent downward. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found nonconforming. The evaluation does confirm the injector plunger has a bend at the plunger head resulting in a slightly lower plunger position. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. This injector has been in service for approximately one year. Additional information was provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was heavy resistance when the plunger of the injector was advanced. Due to the resistance, the progression was stopped and the lens was inspected. A scratch was noted. Another lens and injector were used instead. There was no indicated patient involvement.